Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record (DHR) summary: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in lot number 61657. This unit passed all specifications and was an accepted unit with no non-conformance for this unit or for this lot. The injector was traced to implant serial number (B)(4). The records show that the implant passed all specifications and was an accepted unit with no non-conformance for this unit or for this lot. There was nothing identified in the DHR review which suggests that the issue indicated in this complaint was caused by a manufacturing defect or problem. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported a xen device removal from the left eye "due to erosion through the conjunctiva" which "may have been fairly thin (due to the number of meds(4) and length of treatment (many years)." It was replaced with a new xen device. However, "the doctor tried to implant this new xen, but was unsuccessful" because "there was blood that had blocked the target zone, the doctor attempted to change the target zone but did not have good access, along with the inflamed eye, the doctor aborted the procedure."